Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula. The fragment was not returned for evaluation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by two ports that made contact with each other during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic right ovarian cystectomy. Event description: the tip of the cannula broke. The break did not cause particulation. The robot model is unknown. The brand and size of the clamp are unknown. There was no patient injury and the product is expected to return. Additional information was received from applied medical account manager associate, via e-mail on june 16, 2020: "the surgeon was using the si robot and using the trocar as the camera port trocar. It was already in the abdominal cavity with the camera in place but the surgeon was still manually in control of the camera (was not yet controlling it robotically). The patient was small so the ports were close together. The lateral robotic ports were also in. She moved the camera in order to visualize the instrument entering one of the robotic ports. When she moved the camera the port clashed with the other robotic port and broke.the pieces were retrieved to the best of their knowledge unless shards of plastic broke off. Surgeon emphasized she had not yet switched to robotic controls it was still manual." The break was identified during use. One piece was in the patient, but "they believe it was all retrieved." The port was used with a robot as the camera port. The surgeon was unaware of the clamp size used, "but assumed brand was davinci." Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic right ovarian cystectomy. Event description: the tip of the cannula broke. The break did not cause particulation. The robot model is unknown. The brand and size of the clamp are unknown. There was no patient injury and the product is expected to return. Additional information was received from applied medical account manager associate, via e-mail on june 16, 2020: "the surgeon was using the si robot and using the trocar as the camera port trocar. It was already in the abdominal cavity with the camera in place but the surgeon was still manually in control of the camera (was not yet controlling it robotically). The patient was small so the ports were close together. The lateral robotic ports were also in. She moved the camera in order to visualize the instrument entering one of the robotic ports. When she moved the camera the port clashed with the other robotic port and broke. The pieces were retrieved to the best of their knowledge unless shards of plastic broke off. Surgeon emphasized she had not yet switched to robotic controls it was still manual." The break was identified during use. One piece was in the patient, but "they believe it was all retrieved." The port was used with a robot as the camera port. The surgeon was unaware of the clamp size used, "but assumed brand was davinci." Patient status: no patient injury occurred.